Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted and the surgeon noticed a crack or defect in the lens. The iol was removed from the patient's right eye, the iol was cut up, and replaced with a new lens during the same procedure. There is no vitrectomy or sutures required; however, it was reported that it was unknown if an incision enlarged was required. The patient status was reported as unknown. Through follow up it was learned that the there was no medical or surgical intervention required outside of standard of care. The patient is doing fine. No further information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.